Event description:
It was reported the patients blood glucose level rose to >250mg/dl while wearing the pod between 24 and 36 hours. It was reported that the pod gave a error hazard alarm.

Manufacturer narrative:
The unexposed portion of the soft cannula was found to be torn and leaking 0.13 inches from the nail head, causing corrosion, insufficient batteries and a hazard alarm. Download data generated an 0x3d, step sensor asserted before wire driven, alarm. The internal tear is confirmed as the cause of the generated hazard alarm.